Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the consumer is driving the chair and the speed indicator increases by 1 notch without anyone touching it.